Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/19/2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No product or data were provided for evaluation. The reported receiver ceased to function could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. Receiver download and functional testing cannot be performed with receiver in this state. The receiver case was opened for further evaluation. The moisture indicator was activated. The reported event of receiver shutdown was confirmed. The root cause was determined to be moisture damage.